Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was reproduced during functional testing and confirmed during archive data review. The root cause was due to the driveshaft not being in home position. Upon visual inspection, a damaged front enclosure was observed. This observation was not related to the reported event. The archive data was reviewed and the ua 45 error message occurred on the reported event date of (B)(6) 2018. Evaluation of the platform during initial power up, revealed a ua 45 error message on the user control panel. It was indicated that the driveshaft was not in home position. The driveshaft was readjusted back to home position and clutch plate was deburred. The platform was further tested and passed all final specification without error. The autopulse platform is a reusable device and was manufactured on 25 jul 2007. It has exceeded its expected service life of 5 years. The platform is 11 years old and has not seen regular preventive maintenance. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Historical complaints were reviewed for service information related to the reported complaint and there were two similar complaint reported for autopulse with serial number (B)(4). Ccr (B)(4) reported on 22 sep 2015 and ccr (B)(4) reported on 20 apr 2018, the driveshaft was rotated back to "home" position to remedy both issues.

Event description:
During training, the autopulse platform (sn (B)(4)) performed as intended. The platform was turned off when the lifeband was on the compression state, the user was not able to loosen the lifeband. Following this, the platform displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. No patient involvement.